Manufacturer narrative:
A medtronic representative came to the medtronic navigation (mnav) facility to attempt to recreate the reported issue on a ge9900 carm with the assistance of mnav software engineers. They set up a test scenario analogous to what they have at the hospital and were not able to reproduce the reported issue. The rep took a video of this behavior and planned to take it back to the site to discuss with the biomed staff. The rep followed up with biomed to discuss the situation. The biomed reported that everything had been fine for the last couple weeks with no transfer issues. They tried multiple video cables when they were having previous issues with no resolution, so the cause wasn't a damaged cable. The site has not reported any further issues with c-arm image transfer. The software investigation found that the reported event was not related to a software issue. When the user takes a non-navigated scan on a c-arm, the scan will be transferred to the stealth. The behavior described is the intended behavior of the software. The software functioned as designed.

Manufacturer narrative:
(B)(6). Patient weight was not available from the site. A medtronic representative reported that he did system checkout onsite and the behavior was repeatable during testing. Images taken on c-arm for 2d fluoronav transfer automatically at acquisition as expected, but when they proceed to save the image on the c-arm a subsequent image is also transferred to the navigation system. Additionally, the site had a c-arm rep come to check out the c-arm and they found nothing out of specification. A medtronic software engineer reported that after discussing the issue with the rep, it seems reasonable to assume that the behavior is caused by the c-arm. He reported that there was no issue when "auto-save" is active. When "auto-save" is deactivated, the process of "saving" the image later seems to cause another video trigger and another image is captured on the navigation system. Based on his knowledge and experience (without being able to look at the c-arm itself), it was assumed that the video output signal changes when the image is saved and therefore, causing an additional trigger. Which image is captured in this case (i.e. The current image or the one they want to save) we can't say without looking at the output signal of the c-arm directly. It depends on what the output signal change looks like. Another potential cause could be a defective cable causing the false video triggers, but it would not be tied to the "auto-save" function and from what the rep reported, the behavior is consistent and reproducible.

Event description:
A medtronic representative reported that in a spine procedure, images were taken on the c-arm and transferred to the navigation system normally. Subsequently, when images were saved on the c-arm, a previous image was then transferred to the navigation system. The navigation coordinator realized that this was happening (noticed that some images had skewed anatomy) and knew not to use the wrongly transferred images for navigation. There was no patient impact or delay associated with this issue.